Manufacturer narrative:
Evaluation is in progress. Reviewed complaint history; no other complaints have been reported for this device.

Event description:
Lumbar spine case. During the procedure, retractor was placed in the wound, one proximal and one distal to retract deep tissues. At that point, one of them broke. No x-ray needed to find the broken piece, no additional medicine needed. Case delay was estimated at 5-10 minutes (until the staff found another one to use). Patient was not harmed, the broken piece was found immediately (outside the surgical site). This instrument was purchased (B)(6) of this year.